Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) on (B)(6) 2017 regarding a patient who was implanted with a neurostimulator for chronic low back pain. It was reported that there was a revision where the implantable neurostimulator (ins) was explanted for an unknown reason. The event date was noted to be since implant on (B)(6)2016. The ins would be returned to the manufacturer for analysis from the pathology lab. No further complications were reported.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported the device was no longer functioning. The ins was explanted and was discharged. It was said to be normal battery depletion. The patient recovered without sequela. No further complications were reported.